Event description:
It was reported that a patient underwent a cardiac ablation procedure with a preface® guiding sheath with multipurpose curve and the preface broke during the procedure. It was reported that the preface broke during use on patient. The damage did not result in wires being exposed or in any lifted or sharp rings. There was no resistance or difficulty during insertion or removal of the catheter. The issue was found closer to the catheter handle. There is no photo available. No adverse patient consequence was reported. Conservatively, since it was reported the device broke during the procedure, this will be considered a MDR reportable product malfunction. Should more information become available, it will be reviewed and processed accordingly.

Manufacturer narrative:
(B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initially it was reported that the preface broke during the procedure. The biosense webster, inc. Product analysis lab received the device and observed on 12-oct-2022 that the brim cap was found separated from the hub of the unit. The material separation issue remains assessed as MDR reportable. The additional finding of the brim cap detached was also assessed as MDR reportable. The awareness date is 12-oct-2022. The device investigation was completed on 12-oct-2022. The product was returned to biosense webster inc. (Bwi) for evaluation. It was sent to the device manufacturer for further investigation. Visual analysis revealed the cap separated from the hub of the unit a dimensional analysis was performed and it was found within specifications. The complaint reported by the customer was confirmed since the cap was found separated from the hub of the device. Dimensional analysis was performed on the cap brim to measure the od, and it was found within specification. The exact cause of the reported event could not be conclusively determined during the analysis, procedural factors and /or handling process may have contributed to this issue. Neither the product history record (phr) review, nor the product evaluation results suggest that the failure reported is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. A device history record (DHR) evaluation was performed for lot 18071319, and no internal actions related to the complaint was found during the review. Based on the DHR, the h4. Device manufacture date has been updated. Neither the product analysis results nor the phr review results suggest that the reported complaint could be related to the manufacturing process. No corrective or preventive actions will be taken at this time. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The physician's name was provided. Therefore, the following fields were updated: e1. Initial reporter title, e 1. Initial reporter first name, e 1. Initial reporter last name, e 2. Health professional?, e 3. Initial reporter occupation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).